Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production run. The catheter separation test results for outgoing inspection were within specifications. From the returned photos, the catheter tubing was observed to break off at mid-section of the catheter tubing. However, at the breakage point, both sides of the tubing were observed to have a clean cut, with no visible damage could be observed on the catheter tubing. The assembly process was reviewed, and the only station that is in contact with the catheter tubing is the rubber pads at the flaring station. Given the elastic nature of the rubber pads and there are no sharp or hard edges on the pads, this station is unlikely to cause damage on the catheter tubing to result in reported defect. As current control for catheter damage, there is an outgoing functional test in place to check for catheter to adapter pull force. There is also an outgoing visual inspection and in-process visual inspection in place to check for catheter damage. As the actual sample was not returned for evaluation, the actual root cause could not be established.

Event description:
The patient underwent conventional orthopedic spine surgery with unstable blood pressure, and invasive blood pressure monitoring of the radial artery was performed on (B)(6). On the second postoperative day, the blood pressure and respiration were stabilized, and the muscle strength of the limbs was restored, and invasive arterial cannulae were removed, and the cephalic end of the cannulae was observed to appear to be fractured into 2 segments, with localized redness, swelling, and discomfort in the affected area after removal. Bedside ultrasonography did not show any obvious stump retention in the body. The patient was treated with localized anti-inflammatory and anti-swelling medications, and the affected area was closely observed for any changes, and ultrasonography was performed when necessary to determine whether there was any residual stump retention.

Event description:
It was reported that bd insyte-w winged bl 22ga x 1.0in catheter broke/ separated after placement the patient underwent conventional orthopedic spine surgery with unstable blood pressure, and invasive blood pressure monitoring of the radial artery was performed on july 11. On the second postoperative day, the blood pressure and respiration were stabilized, and the muscle strength of the limbs was restored, and invasive arterial cannulae were removed, and the cephalic end of the cannulae was observed to appear to be fractured into 2 segments, with localized redness, swelling, and discomfort in the affected area after removal. Bedside ultrasonography did not show any obvious stump retention in the body. The patient was treated with localized anti-inflammatory and anti-swelling medications, and the affected area was closely observed for any changes, and ultrasonography was performed when necessary to determine whether there was any residual stump retention.